Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized due to high blood glucose (bg) levels (specific bg levels were not provided) with ketone levels of 4.8 mmol/l. The pod was worn for between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient was treated with fluids at the hospital.

Manufacturer narrative:
During a follow up call on 11january2024, additional information regarding the incident was provided. B5: describe event or problem has been updated to include the new information h6: adverse event problem: health effect - clinical code updated from e2403 no clinical signs, symptoms or conditions to e1205 hyperglycemia. Type of investigation from b17 device not returned to b18 device discarded.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels rose above 22 mmol/ (396 mg/dl) with ketone levels of 4.8 mmol/l. The pod was worn for between 5 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. The patient was treated with fluids at the hospital and was discharged after one day. The pod was discarded by the patient.